Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00832.

Event description:
It was reported that the patient had an initial comprehensive reverse shoulder replacement for a proximal humeral fracture a few weeks ago. Subsequently, the patient was revised for a dislocated shoulder. The surgeon noted during the revision procedure, that the humeral tray may not have been positioned correctly on the stem during the initial procedure. No additional patient consequences are known at this time.